Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "residual insulin remaining in the cartridge (unusable)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer's blood glucose (bg) was above 500 mg/dl, but exact value was not provided. Reportedly, the customer addressed bg by removing the residual insulin from a previously used cartridge and used it as a manual insulin injection. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed supplies to address the occlusion alarms.